Manufacturer narrative:
(B)(4). Visual inspection and functional testing were performed on the device and the reported condition was not confirmed; the root cause could not be determined. An event history log review was performed with no issues noted. A service history review was performed which revealed previous service events did not contribute to the reported condition.

Event description:
A customer contacted baxter new zealand regarding a burnt odor coming from a homechoice (hc) machine. The home patient (hp) stated the device smelled like "wires burning inside the hc." The technical services representative (tsr) arranged for the device to be swapped and the hp would continue therapy manually until the new device was received. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. A follow-up report will be filed if additional, relevant information is received.